Event description:
It was reported that stent damage occurred. A 16 x 2.75 rebel stent was advanced for treatment. However, during procedure, an alteration in its architecture was observed due to significant parietal calcification and the flexuosity of the artery. After the device was removed, it was noticed that the stent has a defect in the mesh. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
(D4) lot number: updated from 0022036434 to 0022931006. Device evaluated by MFR: returned product consisted of a rebel bms balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. The stent was damaged 5mm proximal of the distal marker band.

Event description:
It was reported that stent damage occurred. A 16 x 2.75 rebel stent was advanced for treatment. However, during procedure, an alteration in its architecture was observed due to significant partial calcification and the flexuosity of the artery. After the device was removed, it was noticed that the stent has a defect in the mesh. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.